Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, underweight, crease fold, wear abrasion, stress marks. A microscopic analysis was performed which identify crease sharp on anterior side. Based on the device analysis the final assessment is: -a crease sharp on posterior side due to fold flaw opening.

Event description:
Healthcare professional reported a right side rupture, and "prominent radial folds". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture, and "prominent radial folds". Device has been explanted.